Event description:
Explanted due to infection, returned for eval.

Manufacturer narrative:
Both hc-qur v-patch explants were examined closely after removal from their 10% formalin containers. The stitching around the tails and perimeter of both patches was intact and there were no rips or tears noted in either sample. The tails on both patches had been cut off as instructed in the product IFU. The remnants of the tails were visible. There was some buckling and folding of both of the patches and very little tissue ingrowth was noted in association with either explant, likely due to the presence of infection. Post-operative infection after hernia repair using mesh is a common occurrence and the rate of infection can be influenced by a variety of surgical and pt factors. The rate of infection is known to be increased during open hernia repairs, such as those performed when placing c-qur v-patch mesh, and in pts who are immunosuppressed, smokers, diabetic, and/or obese.